Manufacturer narrative:
During testing, the reported issue was confirmed; the zoom function did not work as expected due to damage to the charge coupled device. Functional testing showed the up directional angle did not meet specifications and the up/down directional knob had excess play. These directional issues occurred due to a worn angle wire. Visual examination found the following additional issues: the adhesive on the bending section cover was chipped with a white cloudy area; the electrical connector was discolored due to water leakage; the scope connector paint was peeling; the adhesive around the objective lens was cloudy; the adhesive around the light guide lens was cloudy; the connector cover was dented; and the connecting tube was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer returned an olympus asset (an evis lusera colonovideoscope) to the olympus service center due to a problem with the zoom function. The device was returned to olympus for evaluation. During evaluation, foreign material was found at the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no adverse effects reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. According to the methods for procedure in line with the instructions for use (IFU) below, we determined the suggested event can be detected / prevented: the instruction manual operation manual ¿evis lucera gif/cf/pcf type 260 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿evis lucera gif/cf/pcf type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.